Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set underinfused. This occurred during infusion of piperacillin / tazobactam in the medical care unit (mcu). The nurse stated that the bag should have been empty (plus or minus 50-75 milliliters (ml)) but there was still around 200 ml in the bag at the end of the timed infusion. The set was being used with a baxter infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.